Manufacturer narrative:
Additional information was received that it was confirmed that the patient had not been explanted.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Field is populated with the di number. Additional suspect medical device components involved in the event: model #: sc-2218-50, (B)(4), description: linear st lead, 50cm

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.